Event description:
It was reported that prior to use the bd posiflush¿ saline syringe had foreign matter in the syringe. The following information was provided by the initial reporter: rn was going to flush patients IV. When opening the nacl flush solution she noticed something floating in the sterile syringe. Appears to be a piece of plastic.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the bd posiflush¿ saline syringe had foreign matter in the syringe. The following information was provided by the initial reporter: rn was going to flush patients IV. When opening the nacl flush solution she noticed something floating in the sterile syringe. Appears to be a piece of plastic.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-feb-2022. H.6. Investigation: a device history record review was completed for provided material number 306546 and lot number 1271138. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. The sample was observed used with a piece of plastic within the fluid pathway. The plastic piece found within the barrel components belongs to a piece of a barrel flange. This barrel breakage could have occurred if there was a jam in the barrel feeder. Although it is difficult to happen, the broken barrel piece could have gone into another barrel before the products were filled with saline solution.

Event description:
It was reported that prior to use the bd posiflush¿ saline syringe had foreign matter in the syringe. The following information was provided by the initial reporter: rn was going to flush patients IV. When opening the nacl flush solution she noticed something floating in the sterile syringe. Appears to be a piece of plastic.